Manufacturer narrative:
The complainant reported that a tap broke during a t10/l4 posterior fusion surgery on (B)(6) 2018. The surgery was successfully completed and there were no known patient injuries or complications. It was reported that while the physician was using the tap, the distal portion of the instrument broke off. The instrument was returned for complaint assessment. The visual assessment of the tap showed an instrument with repeated use. One of the three flutes at the distal tip of the tap was broken from the instrument. There was damage present to the two remaining flutes on the tap, suggesting that the tap was impacted by a hard surface. A functionality test could not be performed due to the damage. A DHR review was completed and no manufacturing anomalies were identified. The device met all required specifications prior to being released to distributable inventory. An impact to the distal tip of the tap can cause the tapping flutes to become misshaped which can result in the flutes fracturing when the tap is used.

Event description:
The complainant reported that a tap broke during a t10/l4 posterior fusion surgery on (B)(6) 2018. The surgery was successfully completed and there were no known patient injuries or complications.